Event description:
This unit failed to aspirate during a phacoemulsification procedure. The patient experienced malignant glaucoma and loss of zonule support. The patient was moved to the recovery room where drugs were administered to treat the problem. The patient was then returned to the operating room and the procedure was completed with no additional problems.